Event description:
Spontaneous. Patient reporting that they are currently trying to prime tubing [lot number 4220038] and keeps getting "high pressure" alarm on pump (serial number (B)(4)). Patient was able to prime tubing without the extension set attached. Patient changed extension set and was able prime tubing successfully. This is not a pump issue. Patient will be sent replacement extension sets. Did the product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual tubing available for investigation? No; did we [MFR] replace the tubing? Pt has extra but will receive new tubing every week. Did the pt have add'l tubing they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.